Event description:
Additional information: it was reported that patient had an MRI of the thoracic spine on (B)(6) 2012 to rule out granuloma at the catheter tip and another MRI on (B)(6). At this time, the patient had less energy, more difficulty sleeping, numbness in the legs and bowel incontinence. Following the MRI, the patient was seen for a telemetry reading which showed the motor had stalled on (B)(6) at 8:25 with recovery at 9:52. The patient felt much better that day after the clonidine was removed from his pump. On (B)(6), the pump was refilled and the healthcare provider (hcp) reported "recent MRI of t spine reports possible granuloma at the intraspinal catheter tip, but no certain mass effect. The image was less than excellent because of prior surgery with anterior thoracic fusion and hardware at this level". The hcp attempted to schedule a pump myelogram and CT but the appointment was cancelled. At this time, the patient had increased pain, anterior chest pain, loss of bladder or bowel control and tingling in the legs. On (B)(6), the patient had "felt worse". Surgery was scheduled for (B)(6) and it was requested that the catheter be pulled back during the surgery. On (B)(6), the hcp reported the information to the patient that the symptoms were from the patient's spondylisthesis, and not because of the catheter. The patient was in a lot of pain at this time from the surgery on (B)(6) which consisted of a spinal fusion consisting of decompression, laminectomy, implants of plates and screws, and a bone graft from his hip. It was also reported that the surgeon had pulled the catheter back as requested. The patient spent one night in the intensive care unit (ICU). The patient was seen on (B)(6) for a pump refill and adjustment. At this time, the patient had lower back, lower extremity, groin and pubic area pain. The dose was increased from 7.5mg/day to 8.5mg/day. The patient was scheduled for an appointment on (B)(6).

Event description:
It was reported there was a possible granuloma. The patient had an MRI which noted a possible granuloma at "t9 tip." It was reported the patient had complained of progressing pain in anterior chest radiating to mid thoracic region. It was noted that had had loss of bowel function at times. The patient was to have a CT myelogram to confirm the granuloma. The patient had been referred to a neurosurgeon to have his catheter tip pulled down or replaced. The device system was used to deliver dilaudid and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter, product ID 8835, serial# (B)(4), product type programmer, patient product ID 8596sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).